Event description:
It was reported that the balloon component was removed due to device fluid loss. No pt complications were reported.

Manufacturer narrative:
Should addition information become available regarding this event it will be re-evaluated and a follow-up report will be sent.